Event description:
The physician advised that he was attempting to balloon angioplasty a very calcified popliteal artery. He inflated the balloon using the recommended pressures as stated by the instructions for use. The balloon burst circumferentially. The physician was unable to retrieve the balloon through the femoral sheath so the whole thing had to be removed. No ill effect to the patient. Recovered well post procedure. No adverse effects to the patient reported due to this occurrence.

Manufacturer narrative:
Device: balloon rupture is listed in the instructions for use. Event is still under investigation.